Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion' was not reproduced during evaluation including during flow line downstream occlusion testing. A review of the event history log revealed multiple 'downstream occlusion' messages and determined as false downstream occlusion alarm a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion with low pressure reading 4.59 pounds per square inch (psi). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.